Manufacturer narrative:
H10: additional narratives: prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. The device was not returned for evaluation, as it was infected with endocarditis. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors contributed to the event.

Event description:
It was learned from implant patient registry that a 23mm aortic valve was explanted and replaced with a 21mm valve after an implant duration of 1 year, 5 months due to acute bacterial endocarditis, vegetation, motion restriction, leaflet thickening, mild regurgitation, and severe stenosis. Per medical records the patient presented with sepsis, septic shock, and bacteremia (streptococcus constellatus and staphylococcus hominis) and underwent redo-avr, redo-mvr, and redo-tvr. On pod #9 the tte showed the replacement valve is well-seated with normal leaflet motion. However, there was mild aortic insufficiency noted. Patient was discharged home in stable condition on pod #14.

Manufacturer narrative:
Additional manufacturer narrative: the device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as the device return follow-up is ongoing. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted.

Event description:
It was learned from implant patient registry that a 23mm aortic valve was explanted and replaced with a 21mm valve after an implant duration of 1 year, 5 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: corrected data. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.